Manufacturer narrative:
The alleged complaint could not be confirmed. This literature publication is a single-site study that analyzed a follow-up of 527 patients, 290 of which were implanted with a medial pivot knee prosthesis and 237 of which were implanted with a posterior-stabilized knee prosthesis. One patient in the medial pivot group was stated to have experienced joint paint, which was treated by "polyethylene gasket removal," which suggests that the polyethylene insert was revised. The revised products were not returned for investigation. No images, radiographs, or operative notes are available to confirm the complaint. No product/lot information was indicated in the publication, and no information was obtained after several attempts made with the authors. Therefore, the dhrs for this knee system cannot be reviewed. The microport knee systems package insert (150806-2) lists pain as a possible adverse effect of total knee arthroplasty. There were no trends identified for this product system. No conclusions can be made from the available information. This issue will continue to be monitored through complaint tracking.

Event description:
Allegedly, a study by shi et al. Reported 1 patient who experienced "joint pain" after implantation with an advance medial-pivot knee system. This was reportedly treated by "polyethylene gasket removal."